Manufacturer narrative:
Retainer ring = black customer returned device .for an alleged blank display on september 08, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Power supply test failed during self test. The motor arm cannot communicate with the main arm., this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and software error detected alarms confirmed in the device history on september 08, 2022 12:58:03.000 due to moisture damage on electronic assembly and battery tube assembly. Device failed to enter recovery mode preventing download of history files and traces using thus. Successfully downloaded firmware using crest. The device failed the sleep current measurement test due to moisture damage on battery tube assembly. Device ump was cut open to perform visual inspection and found moisture damage on the electric board, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: missing display window cover, cracked case (battery tube) and scratched case in summary, customer alleged blank display not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. Customer was present in the water during incident occurred. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Troubleshooting was performed; and found out pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the device.